Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal of a tampon she could not find the string. She had to manually remove the tampon since the string was missing. She noticed the string was missing from another tampon from the box and did not use it.